Event description:
Two staff cna's were assisting dl using a sit to stand lift (apexlift stella sn (B)(4)) with a t.h.e. Medium sling (sn:r (B)(4)max 350 lbs). They lifted her up but when they turned the lift toward the bed the left strap came off the lift and the resident fell to the floor with only minor injuries noted. The sling and lift were inspected for defects but none were found. This lift has hooks that are spiral in shape and the cnas may have had the sling resting on the top of the spiral that enabled them to lift her up but when the lift was moved the strap slid off the spiral hook on the sling. Resident does weigh (B)(6) lbs and has a height of 66 inches. No info on her current sling was found for sizing but resident most likely needs to have a large sling. Resident also could not bear much weight on her left side and is paralyzed on her right side. Therapy is working with resident on most appropriate transfer method which may be a total lift instead of the sit to stand lift.